Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures.

Event description:
It was reported that the unknown bd 3ml syringe experienced leakage during use. The customer reported, "we have a new nicu nurse manager and she had just gone through a conversion from medfusion to alaris syringe pumps at her last hospital. She said that her alaris rep in florida had told them they couldn't use the 3ml syringes due to increased pressure and risk of leakage at the hub. She immediately found a 3ml syringe running on an alaris pump here that was leaking at the hub.¿

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unknown bd 3ml syringe experienced leakage during use. The customer reported, "we have a new nicu nurse manager and she had just gone through a conversion from medfusion to alaris syringe pumps at her last hospital. She said that her alaris rep in (B)(6) had told them they couldn't use the 3ml syringes due to increased pressure and risk of leakage at the hub. She immediately found a 3ml syringe running on an alaris pump here that was leaking at the hub.¿